Manufacturer narrative:
Physio-control downloaded the device's electronic records for review and was able to verify the reported issue had occurred; however, throughout subsequent testing, physio was still unable to duplicate the reported issue.  As a precaution, physio replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device would randomly power off by itself even though fully charged batteries were installed.  The customer advised that medical personnel were able to power the device back on, but it would power off again by itself.  This issue did occur during patient use; however, there were no adverse effects to the patient as a result of the reported issue.  The patient was being monitored at the time of the event.